Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the right ventricular lead exhibited noise and possible lead fracture. The lead was reprogrammed to unipolar setting and was capturing the myocardium at normal outputs with normal impedance and no noise. The lead was implanted in 2012 when the patient was (B)(6) years old. Now that he is (B)(6) years old and much larger than when he was (B)(6), the lead is pulled tightly and seemed to be lifting the floor of the right ventricle up slightly. The lead was difficult to remove completely. It was cut and capped on (B)(6) 2019 and replaced. The patient was stable.